Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion in the pump area. A surgical procedure was performed to remove the existing ipp and implant a new malleable device. There were no device issues reported and no further patient complications.